Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 346 mg/dl, 38 mg/dl, 49 mg/dl and 138 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Caller tested 2.5 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.